Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states when the chair is turned on the chair will not drive intermittently. And when the chair does drive it intermittently stops.